Manufacturer narrative:
Corrected fields are e1 event site telephone, h6 component code. Updated fields are b4, b6 additional comments, d9, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusion and h11. Event summary and root cause evaluation as follows an esp call was received on december 18 at approximately 527 pm edt from corina hernandez, rn, in the ICU regarding blood observed in the helium tubing, accompanied by gas loss and restriction alarms on a cardiosave pump with an arrow 50 cc intra aortic balloon. Upon return of the call, corina reported that the clinical team had already elected to remove the balloon after observing blood in the helium tubing. She stated that the team had been receiving gas loss and restriction alarms for several hours prior to removal. The patient was reported to be stable at the time of the call, and corina confirmed that no blood had entered the pump console. During the conversation, corina was advised to consider contacting teleflex, the catheter manufacturer, for additional guidance related to catheter management during or prior to removal. Corina indicated she had no further questions and expressed appreciation for the follow up call. There is no harm reported. The device functioned as designed by generating appropriate alarms in response to the catheter failure. No corrective action, rework, or pump repair was required. A gas gain or loss in the iab circuit takes place. When a cumulative shuttle gas gain or loss exceeds 5cc, relative to the last autofill volume. The alarm activates when iab inflation period greter than 80 msec and deflation period greter than 250 msec. In cases with no confirmed presence of leaks in iab, loose catheter connections, catheter occlusions or restrictions, or it is confirmed the patient is experiencing conditions such as febrile or tachycardic, the probable root cause of the alarms could be due to iabp issues.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in block e1, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
The user contacted the emergency support program line reporting that the system had been displaying gas loss and restriction alarms for several hours prior to balloon removal. The user confirmed that no blood had entered the pump, and no patient harm or adverse clinical impact was reported.